Manufacturer narrative:
Fdc coded added at investigation completion medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported left limb occlusion was confirmed; however, the exact cause could not be determined from the films provided. Angio¿s at implant were not available for review; the blood flow dynamics could not be assessed from the CT¿s provided. It is possible that implanting within the tortuous left external iliac anatomy may have contributed to the occlusion. The pre-existing vessel thrombus and extending into the left external iliac may have also been factors. This may also have been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: esbf3214c103e, serial/lot #: (B)(4), ubd: 19-feb-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 53mm abdominal aortic aneurysm. It was reported that the patient presented emergently approximately ten days later with a cold left leg. A cta showed occlusion of the left limb from the flow divider to the left femoral artery. An embolectomy of the left limb was performed, and a large amount of thrombus was removed. Two additional limbs etlw1610c124e and et ew1010c82e were implanted inside the existing limb. Balloon angioplasty was also performed inside the distal graft material to maintain patency. Final angiogram showed full patency of the left limb and iliac system. As per the physician, the cause of the event was due to the distal left limb terminating just prior to an anterior directional change of the left external iliac artery. No additional clinical sequelae were reported and the patient is fine.